Event description:
A malfunction alarm was reported with the code malf 12 and fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further malfunctions occurred.